Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window, cracked battery tube threads, broken reservoir tube lip, broken belt clip slot and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that they wear the insulin pump clipped to their bra and may have been exposed to moisture from perspiration. Customer's blood glucose reading at the time of the call was 319 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.